Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced right sided deflation post procedure. As a result bilateral prosthesis replacement with mentor smooth round moderate profile 300cc saline prostheses was performed in (B)(6) of 2021.